Event description:
A 52-year-old female admitted for a da vinci video assisted ligation of anomalous right subclavian artery for chronic dysphagia lusoria. Anomalous right subclavian artery identified and dissected from aortic arch. Left subclavian artery identified and preserved. Vessel loops placed for proximal vascular control. Robotic stapler was used to divide arterial stump. Following staple resection there was hemorrhaging from the stump. Surgeon and or (operating room) team question if the stapler malfunctioned. Ref report: mw5162951.